Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 130 alarm during testing. The motor was tested outside of the device and passed. Pump received with scratched case, pillowing keypad overlay, cracked retainer and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working, received pump error alarm and the customer had high blood glucose level. The customer¿s blood glucose level was 400 mg/dl. The customer was not able to rewind. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.